Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the intensive care unit (ICU) after implant on dialysis, IV vasopressor support, and had a tracheostomy in place.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists adverse events that may be associated with the use of heartmate 3 lvas, including renal dysfunction and respiratory failure. No further information was provided. The manufacturer is closing the file on this event.